Manufacturer narrative:
(B)(4). It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with two thermocool® smarttouch® sf bi-directional nav catheters and suffered a heart block (requiring no medical or surgical intervention) and a cardiac tamponade (requiring pericardiocentesis). Physician encountered difficulties maneuvering the smarttouch sf catheter toward the rvot and attributed the issue to the patient¿s small heart. High contact force was displayed while using the first smarttouch sf catheter. In addition, the physician found that the catheter could not deflect, so he exchanged this catheter for another. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system; no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. A cool flow pump test was performed and the catheter passed specifications. The catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, catheter deflection is verified several times before leaving the facilities. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint for deflection issue has been verified. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since two ablation catheters were used, this event is being reported under both catheters. Multiple attempts have been made to clarify which catheter had the force and deflection issue, however clarification was not received. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: soundstar eco catheter (model# m-5723-18 serial# (B)(4)). (B)(4) are related to the same incident.

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with two thermocool® smarttouch® sf bi-directional nav catheters and suffered a heart block (requiring no medical or surgical intervention) and a cardiac tamponade (requiring pericardiocentesis). Physician encountered difficulties maneuvering the smarttouch sf catheter toward the rvot and attributed the issue to the patient¿s small heart. High contact force was displayed while using the first smarttouch sf catheter. In addition, the physician found that the catheter could not deflect, so he exchanged this catheter for another. These issues are not MDR reportable because the force warning functioned as intended and the deflection issue has a remote potential risk that it could cause or contribute to a serious injury or death. During the mapping phase, the patient became hypotensive and a right bundle branch block was observed. Tamponade was confirmed via soundstar catheter. Pericardiocentesis was performed and yielded an unspecified amount of fluid. The blood pressure then recovered and the procedure was completed. There is no information regarding extended hospitalization. Patient condition has improved. It was noted that there was no pre-procedure baseline effusion detected. Factors cited that may have contributed to the adverse event include the patient¿s small heart. Physician indicated that the tamponade may have occurred when a high contact force warning populated. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. No transseptal puncture was performed. Generator parameters, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed.